Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2016-09057. It was reported that recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. A 33mm watchman (tm) laa closure device & delivery system was inserted into the watchman(tm) access system. An attempt was made to deploy the closure device; however, there was not a proper fit. The physician had a lot of resistance trying to recapture the closure device, they pulled back to much to the point that they uncrossed the septum (came completely back to the right atrium). The physician went back with a non-bsc trans-septal sheath; however, the imager on the echocardiogram could not give them a clear image and they ended up puncturing the aorta with a non-bsc guide wire. The puncture was treated by reversing the heparin. It was noted that there was no watchman material/devices in the body at the time of the puncture. No further patient complications were reported and the patient's status is stable.